Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite vaginal support system during an anterior/apical repair procedure approximately three months ago. At some point post-procedure, the patient presented with small mesh erosion at the incision during a post-operative appointment. Reportedly, it is unknown how and when the physician will address the mesh erosion. The patient, who is over 18 years of age, was reported to be in "stable" condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.